Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical engineer. G4: 510(k) #: k130520. Visual inspection of the actual device: it was found that the sampling line connected to the oxygenator's blood outlet port had been cracked. It had been cracked at approximately 35mm from the sampling port. No anomaly such as breakage was found in other sections. Leak test of the actual device: the actual device was installed into a circuit consisting of tubes, and the colored saline solution was allowed to flow down. It was found to be leaked from the cracked section. No leakage was found in other sections. Magnifying inspection of the cracked section of actual device: it was found that it had been cracked in the circumferential direction of the tube. There were traces of contact with some object around the cracked section. Electron microscopic inspection of the cracked section of actual device: it was found that the fractured surface of cracked section had been rough and appeared to the tube had been torn. Simulation test: a cutting tool was pressed against the tube of current product, and magnifying inspection of the crack that appeared were performed. It was found that there was no anomaly such as an elongation, the cut end was sharp, and these conditions were different from those of the actual device. The end of tube cutter was pressed firmly against the tube of current product. It was found that cracks were appeared. Magnifying inspection of the cracked section found that the fractured surface was rough and appeared to the tube was torn. The tube of current product was clamped at the base of forceps. It was found that it was cracked in the circumferential direction. Magnifying inspection of the cracked section found that the fractured surface was rough and appeared to the tube was torn. The manufacturing record and the shipping inspection record of the actual device: no anomaly was found. Past complaint file: no other similar report of the product with the involved product code/lot# was found. Cause of occurrence/conclusion: based on the investigation result, as a cause of leakage when using the actual device, it was likely that the sampling line was cracked. As a cause of crack on the tube, from the simulation test result, it was inferred that some object came into strong contact with the tube. However, from the condition of actual device, it was not possible to clarify exactly when the cracks occurred. Relevant IFU reference: "do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx15 oxygenator and reservoir. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the following reported information: during priming, it was confirmed that liquid was leaking at the section between the oxygenator and the sampling system and there was scratches on the tube. The circuit was replaced with the new one. The procedure outcome was not reported. There was no harm to the patient reported.